Event description:
The revolution shaft was separated into two pieces. The separation was found out outside a patient body during the procedure, but it was not clarified at what point the separation actually occurred; inside the patient body or not. The revolution was separated on the blue tube of proximal shaft approx. 3 cm off the joint of window and blue tube. The separated part is in one piece from the catheter tip to the location separated on the rest of the catheter body (window and 3 cm of the blue tube).

Manufacturer narrative:
(B) (4). Physical examination of the returned product: the catheter was received in two pieces. Separation of the catheter occurred along the proximal catheter shaft body, just proximal to the window section. The drive cable was kinked at approximately 29.5 cm from the end of the distal tip. The length of the separation distal tip (window section) is consistent with historical received complaints for this same failure mode. In the past, a kinked guide wire can be attributed to a failure mode such as this; however, there was no report of resistance during withdrawal of the device over the guide wire. The revolution wall thickness (wt) was measured at the point of separation, and found to be within specification.